Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the cause of the system board failure was due to a failure of the central processing unit chip (u1) on the daughter board of the system board.